Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08301 and 2134265-2017-08385. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. However, it was reported that it was unable to perform automatic pullback and was also unable to switch to manual and auto. The physician replaced the permanent sled and mdu5+ one at a time, but the issue occurred again. It was able to recover without any problem after replacing both the permanent sled and mdu5+. No patient complications were reported.